Event description:
The pt had total hip replacement surgery approx six years ago and was revised due to a broken product. Recently the pt has been informed that the product has broken again and they must have another revision surgery which may include a total hip replacement.